Manufacturer narrative:
The product is not being returned, it has been discarded. We cannot determine what caused the user to experience the reported event. One possible reason is a serial number was supplied indicating the device is two years one month old and could be considered fair wear & tear due to the device exceeding its normal life expectancy. Further, a review into the depuy synthes mitek complaints system revealed no other complaint for this device¿s serial number. No corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4), device not returned.

Event description:
The sales rep reported via phone that the customer's fms vue shaver interface cable would not communicate with the pump that the shaver was in use causing it to stop suction during a shoulder arthroscopy procedure. The device was tested on two pumps with the same results. The case was completed using wall suction. There were no adverse patient consequences with a ten-minute delay. The device will be discarded.